Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: drill bit tip broke off while drilling into patient's olecranon during a procedure on (B)(6) 2013. Surgeon stated it was because he drilled into some kwires already in situ that were placed there as a temporary fixation measure. The surgeon chose not to retrieve the broken top of the drill bit. It was left in situ in patient's bone. The surgeon did not feel the drill bit broke due to any deficiency in the manufacturing strength or sharpness of the drill bit, and attributed it to the fact that he hit the kwire with the drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.